Manufacturer narrative:
The investigation has been completed. Investigation summary: a review of the complaint history, device history record, instructions for use, specifications, and a visual inspection of the returned device were conducted during the investigation. One device has been returned for investigation. The returned catheter measures 40cm in length. A visual examination noted the clear tubing has partially separated from the purple hub. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances that may have contributed to this incident associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. Per the IFU, ¿the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325psi and the flow rate may not exceed the maximum flow rate indicated (in this case 7ml per second).¿ there is no information regarding the maintenance of the device that may have contributed to the leaking hub. There is no information regarding resistance noted during flushing of catheter. Per the IFU, ¿catheter lock should be reestablished after every use or at least every 24 hours if unused.¿ there is no information regarding the handling of the device during use. There is no information regarding patient environment (e.g. IV lines tangled on bed frame, bed rails, other medical equipment during use, or patient positioning causing pulling on device) that may have contributed to the a leaking hub. Based on the information provided, the examination of the returned product, and the results of our investigation; definitive root cause could not be determined. Measures have been initiated to correct this issue. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, following the implantation of the turbo-ject power injectable PICC (peripherally inserted venous catheter) on (B)(6) 2017, it was subsequently discovered in early august to be leaking blood above the wings of the device. Despite the blood leak, there was no evidence of infection, and no adverse events reportedly occurred; however, additional medical intervention in the form of the removal and replacement of the PICC line on (B)(6) 2017 was necessitated by the issue. The circumstances surrounding the usage and handling of the device are not known. The product has been returned; however, as of the date of this report, the investigation is still pending.